Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
During the revision procedure a venogram confirmed occluded vessels with many collaterals. Further medical evaluations were required, at which time it was decided that the left ventricular (lv) functionality of this device (crt-d) was not supporting improved cardiac output for this specific patient. During the subsequent revision, the non boston scientific lv lead was extracted, the non boston scientific high voltage lead abandoned and this device removed. The device was returned for analysis. A new system was implanted with no resulting adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range shock impedance measurements were exhibited on this device via the remote monitoring system. The patient was later seen in-clinic at which time further evaluations and system manipulations both failed to reproduce noise or out of range values; however a subsequent follow-up was able to produce varing shock impedance measurements with manipulations. It was further reported that post implant, a high shock impedance value had also been obtained and that the header was checked at that time; no issues were noted. To date, no system changes have been initiated however the patient has been hospitalized pending resolution. The associated high voltage lead is a non boston scientific product.